Event description:
It was reported that the patient was hospitalized due to syncope. Upon device interrogation, a ventricular lead warning was noted and a mode switch to unipolar pacing. The data also revealed 3 incidents of high impedances and 7 incidents of low impedances on the date of the lead warning. The physician reprogrammed the lead back to bipolar. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.